Event description:
Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 due to the inability to fill or drain during a pd treatment attributed to pd catheter (not a (B)(6) product) complications. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).